Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effects of pain, thrombosis and stenosis, are known potential patient effects as listed in the supera instructions for use. The investigation was unable to determine a conclusive cause for the reported stent deformation and subsequent patient effects. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: after the treatment better flow was achieved and it seemed that the problem was actually distal to the stent. The patient was discharged with possible follow up at a later date. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, the supera stent was implanted; however, a kink was noted as well as distal thrombus. Three to four days later, the patient experienced leg pain. On (B)(6) 2016, a duplex ultrasound was performed showing no flow in the area of the stent. Thrombolysis was scheduled, but not performed. On (B)(6) 2016, the patient was hospitalized. On (B)(6) 2016, angiography was performed. The stent was noted to be invaginated and elongated at a heavily stenotic area and angioplasty was performed. A thrombolysis catheter was placed and a two day treatment was started. There was no additional information provided.